Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 6 cm diameter abdominal aortic aneurysm. The proximal neck was 15-16 mm in diameter and 30 mm in length. The proximal neck had mild angulation. It was reported that after implant, the physician ballooned and then stated there was calcium in the proximal neck. On the final angiogram, a slight blush on right side of aorta was observed. The physician then implanted an endurant cuff in the proximal neck resolving the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).